Event description:
Both customer and mother called to report that the customer was hospitalized with a low blood glucose reading of 34 mg/dl. Prior to the event, the customer gave a bolus and felt pain at the insertion site. The customer removed the infusion set and noticed that insulin was leaking from the cannula. The customer then changed the infusion set and attempted to prime. The customer saw no insulin during the prime, but when she looked at the reservoir, it was empty. The insulin pump showed that there was 117 units left in the reservoir volume. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was programmed correctly as well. The customer called back and stated that she performed her own testing and she believes the infusion set and reservoir were the problem, not the insulin pump. Advised the customer that the insulin pump and supplies will both be replaced. Advised to revert to a back-up plan until the replacements arrive.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.